Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was convinced that when his pump would get low, he would not get the right amount of medication because his pain would get worse when it was time to fill the pump. The patient had reportedly spoken to his doctor about this concern. It was unknown when this issue first began, and no interventions were mentioned. It was noted that last time he saw the doctor, they changed the amount of medication that was going into the patient. In (B)(6) 2017 (the middle of last week, relative to the date of report), the patient started to experience his hands and feet feeling like they are being crushed. Last week (relative to the date of report), the patient experienced difficulty walking, leg weakness, and he felt funny. On (B)(6) 2017, the patient experienced stomach cramping, flu-like symptoms, and he wasn't feeling right. It was noted that the patient had taken hydrocodone on top of what he got from the pump, and decided to take a "nocor," but it "didn't even scratch the surface." The patient was attempting to reach out to his healthcare provider, and would continue to do so. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was scheduled for a refill on (B)(6) 2019 and the alarm date was (B)(4) 2019. The patient did a workout on (B)(6) 2019 and on (B)(6) 2019 they felt like they got hit by a truck. It felt like symptoms of the flue. Their muscles were killing them, they could not sleep, and they had insomnia. They were so sore. They were really tired and they were cramping and their fingers ached. It did not feel like soreness from the workout and they could barely walk. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that regarding the allegation that the patient would not get the right amount of medication when it was time to fill the pump, no device or patient issues were observed. It was noted that the allegation was only the patient's subjective report. The allegation that the patient had not been getting the right amount of medication had been going on for a couple of years, and no medication discrepancies were noted. The cause of the patient not getting the right amount of medication was not determined, and to resolve the issue and patient symptoms the patient would get refilled a week sooner. The patient reported that he felt better after his pump refill.